Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed self test and displacement test. No display anomaly noted during our testing. The insulin pump was able to access and exit all screens in the main menu and the utilities menu including the time and date screen. No anomaly noted when accessing or exiting the time and date screen. However, the insulin pump was received with minor scratched display window, cracked case at the display window corner, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
A customer reported via phone call indicating a display anomaly on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that their insulin pump enters the time and date menu when filling the insulin pump. The customer stated that they cannot exit the time and date menu. The customer sent the product back for analysis. A replacement pump was shipped to the customer.